Event description:
The customer received blood glucose readings of 300 and 500mg/dl on her contour meter. Her blood result on a different meter was normal. Depending on what would be considered a normal result, the difference in the readings could fall in the "d" zone of the error grid. No adverse events were alleged. Further information could not be obtained because customer ended the call. Product is not expected to be returned. No product replaced.